Event description:
During the procedure, once trocar cleared of 4x8, q-tip from clarify used to clear trocar. Once q-tip taken out, it was also seen to come out in fragments. Surgical team aware. Surgeon did an abdominal survey with robotic camera and stated ¿abdomen was clear¿. Radiologist contacted to take an x-ray to make sure no fragments could be left behind. 0948: radiologist called back after reviewing x rays, stated ¿no foreign bodies seen in x-rays¿. Surgical team aware.